Event description:
It was reported that during a percutaneous coronary stenting treatment procedure, a shaft fracture occurred. The unspecified target lesion was calcified. The 2.5 x 24mm promus element mr stent delivery system (sds) was advanced, but was unable to cross the lesion. During advancing the shaft fractured outside the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned in two sections as a result of a break that occurred in the hypotube. The break was measured at approximately 210mm distal from the strain relief. There was a hypotube kink 10mm distal from the break. This type of damage is consistent with excessive force being applied to the delivery system. The balloon and tip sections were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Device is combination product. (B)(4).

Event description:
It was reported that during a percutaneous coronary stenting treatment procedure a shaft fracture occurred. The unspecified target lesion was calcified. The 2.5 x 24mm promus element mr stent delivery system (sds) was advanced, but was unable to cross the lesion. During advancing the shaft fractured outside the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status is fine.